Event description:
Low impedance was reported on the patient's vns. The patient has been referred for possible full revision. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent full revision due to low impedance and prophylactic generator replacement. The explant facility is known not to return any explants. No additional relevant information has been received to date.